Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the one touch ultra2 meter is giving inaccurate erratic readings and the onetouch test strips has "sample not drawn in" issues. According to the reporter, the inaccurate erratic reading first occurred on the same day at 5:48pm. The patient reported blood glucose results of "398 and 198 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. To compare meter to same meter results, the readings should be taken within 20 minutes as per lifescan's criteria for precision testing. Based on the reported readings, the patient allegedly took an increase dose of diabetes medication (10 units of novolog). Sometime after the alleged erratic issue began, the patient reportedly had symptoms described as "feeling uncomfortable, did not feel right, and weak." At 7pm, the patient reportedly received food/beverage with the assistance/advice of a healthcare provider. The patient did not test on another device at the time of concern. It would have been helpful to know the patient's testing frequency and diabetes medication regimen, why the healthcare provider treated the patient with food/beverage, the duration of her symptoms, what readings she obtained on the subject meter while the patient had the aforementioned symptoms, and how the patient could have prevented the reported symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the reporter claimed that the patient received advice/assistance that could be related to the management of hypoglycemia from a healthcare provider after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs products returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.